Manufacturer narrative:
This event occurred in (B)(6). The customer performed an ise check, calibration, and qc with acceptable results. The customer verified the water supply was ok. The customer performed repeat measurements of samples with acceptable results. On (B)(6) 2021, the customer experienced qc issues for na. The customer exchanged the na electrode. The customer has not reported any further complaints. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 4000 c (311) stand alone system. The customer confirmed qc was acceptable prior to patient testing. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial na result was 122 mmol/l, and the patient's repeat result was 140 mmol/l. The na electrode lot number and expiration date were requested but not provided.